Manufacturer narrative:
H6: investigation summary no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification that luer and along with all other critical dimensions are within required limits. As the lot involved in this incident is unknown, a device history review cannot be performed and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. .

Event description:
It was reported that an unknown optima infusion adapter separated at the mating component and leaked during use. The following was reported by the initial reporter: "it was reported that male adaptor broke off at the connector site. "Attempted to connect female phaseal adaptor to the male adaptor on a chemo bag that was spiked by pharmacy. Male adaptor broke off at the connector site to the chemo bag" per attached additional information received: attempted to connect the female phaseal adaptor to the male adaptor a chemo bag that was spiked by pharmacy. Male adaptor broke off at the connector site to the chemo bag."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that an unknown optima infusion adapter separated at the mating component and leaked during use. The following was reported by the initial reporter: "it was reported that male adaptor broke off at the connector site. "Attempted to connect female phaseal adaptor to the male adaptor on a chemo bag that was spiked by pharmacy. Male adaptor broke off at the connector site to the chemo bag". Per attached additional information received: attempted to connect the female phaseal adaptor to the male adaptor on a chemo bag that was spiked by pharmacy. Male adaptor broke off at the connector site to the chemo bag.".